Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, the patient experienced pain due to over stimulation on (B)(6) 2016. Reprogramming was performed with setting change. The event resolved on (B)(6) 2016. The investigator assessed the event as not serious, not related to the procedure, and related to the device. Medical history included fecal incontinence due to post-operative trauma since 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 388928, lot# 0210438662, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was perineal pain. No further patient complications have been reported as a result of this event.